Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Potential for needle stick injury and exposure to blood.

Manufacturer narrative:
(B)(4). Awaiting for sample return from customer. Once the sample is received an investigation will be performed on this sample. If any additional information becomes available or when the investigation is complete a follow up emdr will be submitted.

Event description:
Customer reported missing the clamp on the device. Also stated, "she pulled the needle out and almost had a stick hazard. When she held it down with her thumb and pulled, the blood went everywhere" sample is available and will be sent in. There was no harm to either the tech or the patient, however blood did splatter and did cause a safety concern.

Manufacturer narrative:
Cus-52457-exp- samples were received for evaluation; during visual inspection it was observed that the part number 070-2080305 (locking clasp) was missing in all of the samples, therefore the issue reported was confirmed. The device history record was reviewed and it was noticed that the missing component was not on the list of items needed for assembly. To correct this issue going forward, the list for assembly was updated to include this component. In addition, a visual aid was implemented to help production personnel when assembling this product. (B)(4).